Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.1 had multiple cubies which were not detected on the bus. User was able to open the drawer without issue but was unable to identify which specific pocket was failing due to the large number of pockets requiring recovery and tried to reboot but issue didn't resolve. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 19-aug-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident, it was determined that drawer 2.1 was failed with not detected on bus error. A field service engineer (fse) had technician to recover the drawer, but it indicated maintenance was required. The station was powered down, and retractor bands were reseated; however, the drawer was still not detected in hardware test application (hta). Fse replaced the mother board (moab) and later the legacy controller board, but the issue persisted. The retractor band for drawer 2.1 was also replaced with no improvement. Finally, the entire drawer was replaced, which restored detection. Moabs were retained and reinstalled, and all cubies were individually tested to rule out faults. The drawer was then configured and the station rebooted, after which the drawer functioned normally and passed validation. The system functioned as intended after the field service engineer repaired the device.